Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. Upon review, it was observed that the device powered off three times shortly after charging and printing. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had powered off multiple times during use. There was no patient use associated with the reported event.

Manufacturer narrative:
Upon evaluation, physio-control observed that the wires on the battery harness on well 1 was completely loose and on well 2 could have been tightened more. After replacing the battery pins, power pcb assembly and battery wire harness, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported event was likely due to the loose battery wire harness.

Event description:
A customer contacted physio-control to report that their device had powered off multiple times during use. There was no patient use associated with the reported event.